Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. Based on a review of the medical records, the pt was treated for repair of an incisional abdominal hernia on (B)(6) 2004. More than three years later, on (B)(6) 2007, the pt was treated for another incisional hernia, at which time the bard mesh was explanted. A permacol mesh was implanted during that procedure. There is no indication in the medical records that the bard mesh had contributed to the recurrence, however, it is listed as a possible adverse reaction in the instructions for use. The medical records provided did not include a statement or indication that there was a possible or suspect device failure related to the bard mesh. No sample was returned for eval; however, based on the currently available info, it does not appear that a bard mesh device failure occurred.

Event description:
Based on a review of provided medical records: (B)(6) 2004 - pt underwent repair of incisional hernia with composix kugel mesh. On (B)(6) 2007 - pt underwent repair of recurrent incisional hernia with 15x20 cm permacol mesh. Explant of bard mesh.